Manufacturer narrative:
This report is submitted on jun 8, 2021.

Event description:
Per the clinic, the patient experienced discomfort with the position of the original left implant and poor sound quality as compared to his right ear. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.